Event description:
Two syringes of dbx putty were taken out of their packing in preparation for surgery. During the surgery, one of the syringes broke over the patient's back. The patient's back was cleaned and the glass and dbx were removed. The second dbx putty syringe was used to complete the surgery. Because the surgeon is unsure of which syringe broke, both were reported to mtf. As of (B)(4) 2010, there have been no reported adverse effects from this incident. See medwatch report# 2249062-2010-00002.